Event description:
It was reported the patient has experienced pain at his scs ipg site. The patient's spouse stated the pain feels like it is pressing on a nerve and the site is now swollen but not red. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Corrections/removal reporting numbers: 1627487-12192011-003-r; 1627487-05242011-002-r; this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.